Event description:
The account alleged that the bed has no head function from the right or left siderail.

Manufacturer narrative:
The technician replaced the head hi/low valve solenoid to repair the bed.